Event description:
Limited info received in which facility reported patient (pt) experienced chills and had a temp of 100 degrees during treatment on the meridian device. Pt reportedly did not have a temp prior to the initiation of hemodialysis, but spiked 2 hrs into treatment. During treatment, pt received epo, compazine, hectorol, tylenol and kefzol (doses and routes unk). Blood cultures were obtained and the results showed gram positive cocci, suggested staphylococci. Pt's type of access was a gortex. Dialyzer in use was a fresenius f-80, with first reuse. Dialysate used was 3k/3caa and 2k/2caa.